Manufacturer narrative:
Oxiris c is similar to oxiris and oxiris s. Oxiris and oxiris s have been temporarily approved for use in the us under emergency use authorization (B)(4) with a specific indication to treat patients with covid-19 infection. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed the reported leak from the set access pre-pump pod. This component is manufactured by a vantive external supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the pod defect was determined to be related to supplier manufacturing, and the issue is being further investigated. Nonconformance records have been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the input pressure sensor of an oxiris set during continuous renal replacement therapy. The set was replaced without the extracorporeal blood being returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.